Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. The system's cutting device would not operate. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Corrected sections: h-6 device codes: corrected from "failure to cut 2587" to "failure to deliver energy 1211" trackwise ID # (B)(4).

Manufacturer narrative:
Trackwise ID # 218450. Updated sections: d10, g4, g7, h2, h3, h6,h10. The device was returned to the factory for evaluation. A visual inspection was conducted. While it was reported that there was no patient involvement, signs of clinical use and evidence of blood was observed on the jaws as well as on the heater wire. The heater wire was observed o be slightly flexed away from the base of the hot jaw, but remained to attached to the base and tip of the hot jaw. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed on the toggle. The switch was examined under microscopy. There was no evidence of contamination on the switch. Based on the returned condition of the device and the evaluation results, the reported failure "failure to deliver energy" was not confirmed. The analyzed failure material twisted/bent was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. The system's cutting device would not operate. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro. The system's cutting device would not operate. A replacement device was used to complete the procedure. No patient involvement.